Event description:
It was reported that during a diep flap procedure, the device's clips are closing down too tight on small vessels. There was no significant bleeding. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The multiple clip applier msm20 was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Although no conclusion could be reached based on the analysis results as to what may have caused the reported event, change to optimize the instrument clip forming mechanism is being pursued to minimize the risk of this type of issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.